Event description:
It was reported that the implantable pulse generator (ipg) had no diagnostics or rate response since implant. It was determined that the "implant detect" from the recent implant was left on. The device was reprogrammed to "implant detect" off and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.